Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to an rf current been applied without keeping sufficient distance from the distal end, when using a radiofrequency ablation device. The event can be detected/prevented by following the instructions for use in: the precautions are listed in the user manual (operation manual) ¿chapter 4 operation, 4.3 using endo-therapy accessories, high-frequency cauterization treatment should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burned distal end cover. There was no patient involvement.